Event description:
Procedure type: ventral hernia repair. According to the reporter: lap ventral performed (B)(6) without incident. Patient presented to emergency room (B)(4) with signs of sepsis. (B)(6) reoperated initially by dr. (B)(6) joining before end of case. Small puncture in small bowel was found. Mesh removed and puncture repaired. Patient was closed and treated with antibiotics. Reoperation was required but source of enterotomy was not determined. Enterotomy closed, removal of mesh (bard composix) and patient closed. Current patient status: discharged, stable.

Manufacturer narrative:
(B)(4).